Manufacturer narrative:
(B)(4). Date sent: 12/21/2022. D4: batch # 566a15. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with one gst60b reload present. The reload was received fully fired and with damage on reload deck. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 566a51, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Date of event is 2022, event day and month unknown. Captured as 1/1/22. A manufacturing record evaluation was performed for the finished pcee60a with lot number x94746, and no non-conformances were identified. Manufacturing date: (B)(6) 2022. Expiration date: 12/31/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that the knife did not return automatically to the home position. Prior to the incident, surgeon able to fire 1 gst60d reload and 1 gst60b reload using pcee60a successfully without any issues. The device was working fine for the first, and second firing. On the 3rd firing after the knife reached the end of the transection. After releasing the firing trigger to active motor to automatically return the knife to the home position. However, the knife does not automatically return to the home position. According to surgeon, the staple formation is good on the 3rd firing. Surgeon tried to slide the knife reverse switch forward multiple times. However, the knife of the device does not return to the home position. Surgeon proceeded to perform manual override. The knife was able to return back to the home position after performing manual override. Opened a new psee60a to complete the procedure. The procedure is successfully done. No patient consequences reported. No further information is available.